Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What is the lot number for the linx device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?.

Event description:
It was reported the patients reflux/gerd returned. Surgeon decided that the device was too big and scheduled an explant to replace with a smaller device.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Significant tooling marks were observed on one of the wires which was likely caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.